Event description:
It was reported the customer had cosmetic damage to their insulin pump's screen. The customer stated there was a big, black dot on their lcd screen. It was also found the customer was able to read their insulin pump's screen and the insulin pump was functioning as designed. The customer's blood glucose was 121 mg/dl. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)